Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the healthcare facility to determine if the subject mr850 respiratory humidifier had a malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an infant was allegedly burned whilst using the mr850 respiratory humidifier. It was reported that the humidifier was seen to warm up to 42 degrees and then shut off. It was stated that "the equipment works fine but for some reason there was more water than normal". An on-site evaluation of the unit was requested. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method:the subject mr850 respiratory humidifier and its accessories were not returned to fph in (B)(4) for evaluation. We have sent questions to the hospital for further information with regards to the reported event, however the hospital was unwilling to provide further information. Service technicians from our us service center were sent to the hospital to provide an on-site evaluation of the complaint devices. Our investigation is thus based on the information provided by our fph service technicians. Results: our fph service technicians conducted a functional check on the complaint mr850 humidifier and the temperature probes. No fault was found with any of the complaint devices. Conclusion: the subject mr850 and its accessories were found to operate normally and within specifications during the performance checks. We are unable to determine what may have caused the reported event. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. The mr850 humidification system is designed to heat up the water enough for gas humidification to occur by evaporation. The amount of heating depends on different factors such as gas parameters, ambient conditions and operating mode. Although the water is at an elevated temperature from ambient conditions, the temperature of the delivered gas to the patient is significantly lower. The mr850 humidification system has many means of protective measures, in particular there is a high temperature alarm, which is generated if the airway temperature exceeds 43°c. The displayed temperature is an indication of the dew point of the gas, and hence the thermal energy associated. If this high temperature alarm is initiated, the humidifier will immediately and automatically shut down all power to the heater wire and the heater plate. The mr850 respiratory humidifier also complies with the requirements specified on the iso 8185 respiratory tract humidifiers for medical use - particular requirements for respiratory humidification systems. This standard contains several requirements relating to the safety and performance of respiratory humidification systems. To prevent thermal injury, the standard also includes maximum enthalpy limits for humidified gas delivered through respiratory humidification systems.

Event description:
A healthcare facility in washington reported that an infant was allegedly burned whilst using the mr850 respiratory humidifier. It was reported that the humidifier was seen to warm up to 42 degrees and then shut off. It was stated that "the equipment works fine but for some reason there was more water than normal". An on-site evaluation of the unit was requested. No further patient consequence was reported.